Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39565-65, lot# va0j1vf020, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
It was reported on (B)(4) 2014 the patient¿s implantable neurostimulator (ins) was moved from their buttock to their stomach. The device was moved because they had difficulty charging, they didn¿t like having it in their back, and because the site was painful. (B)(4).